Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that his blood glucose levels shot up and he bloused. The customer stated that the continuous glucose monitor does not work well. The customer stated that the continuous glucose monitor gives low alarms when he is not low. The customer stated that he received no alarms about no delivery.